Event description:
Pt treated improperly for wart removal with a cryogenic wart treatment. Physician did not use the device according to the package insert. Instead of freezing the applicator, the physician sprayed cryogen directly onto the pt's skin. Healthy tissue burned.